Manufacturer narrative:
No sample has been returned for evaluation; therefore, the condition of the product could not be verified. Device history record (DHR) review for each of the component lots was conducted. According to the device history record reviews, one lot was reprocessed for an anomaly (septum damage) that could have contributed to the customer complaint. An additional lot was reprocessed for an anomaly that could not have contributed to the customer complaint. The DHR reviews do not point to a root cause because the lots were reprocessed and the product released met manufacture¿s acceptance criteria. An exact root cause could not be determined as to why the trocar cannula exhibited the leaking condition as described. However, due to an observed increased trend for this defect mode, a manufacturing root cause investigation has been initiated to investigate the increased trend and identify corrective and preventive actions. (B)(4).

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A nurse indicated that the valved trocar cannula was leaking during the vitrectomy procedure. No patient harm reported for this event. Additional information and product sample have been requested.